Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported; though, the hernia was reported as part of the patient's medical history. It was unknown if the patient was hospitalized for the event. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. The patient's recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.